Manufacturer narrative:
The investigation into the reported thrombus was completed. The device was not returned for evaluation. No logs were returned and there are no logs available on constellation. Based on the available information, the root cause of the thrombus was not determined since product. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 48-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced thrombus. When the physician was explanting the device at bedside, after removal, he noticed a clot on the catheter inflow and on the motor housing near the graft insertion site. No further information was provided. There was no reported harm to the patient.